Event description:
Ni/ni/ni - patient underwent procedure that included xenmatrix implant and placement of wound vac set to 150 mmhg. A vaseline gauze was placed in between the graft and the vac sponge dressing. Upon a subsequent dressing change, the md noted the graft had disintegrated/degraded. Ni/ni/ni - the patient underwent xenmatrix explant, wound debridement and another xenmatrix graft was implanted. Since the time of the second xenmatrix graft implant, the patient has undergone another wound debridement. A wound vac dressing was placed and the second graft was also explanted.

Manufacturer narrative:
Based on the information reported to davol, the patient had a xenmatrix graft implanted at an unknown date. During that procedure, a wound vac was placed. At a wound dressing change, the physician noted that the graft had degraded. That graft was explanted and a second graft was implanted. Since the time of the second implant, the patient has undergone a wound debridement, wound vac treatment and subsequent explant of the second graft. Currently, it is unknown whether the device may have caused or contributed to the event. No medical records have been provided and no product has been returned. Without additional information regarding the reported event, no conclusion can be drawn. Refer to MDR 1213643-2011-00309 for the second xenmatrix graft that was implanted.